Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 26 mg/dl. Cause of low bg was unknown. Reportedly, the cartridge and infusion set had been in use for 5 days. Customer consumed carbohydrates to address bg. Bg was treated with a glucagon injection. Customer was released from the ER 1.5 hours later with the issue resolved and no permanent damage.